Event description:
It was reported that during a ptca / stenting treatment procedure, the maverick2 monorail balloon fractured at mid-shaft. The balloon had been inflated twice to 12 atms each. It is noted that resistance was met with insertion of the device for the third inflation. The maverick2 monorail balloon was being used to predilate the lesion for placement of a medtronic driver stent. The pt was asymptomatic during this event. The lesion being treated was a 70% calcified, 95% stenotic lesion in a tortuous proximal lad coronary artery. The maverick2 monorail balloon was removed with the guide catheter and replaced with another maverick2 monorail balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as `good'.